Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified, eccentric lesion in the mildly tortuous left anterior descending (lad) artery. After placement of a non-abbott guide wire, a non-abbott balloon dilatation catheter (bdc) was used to pre-dilatate the lesion. During the 15th inflation of the bdc at 20 atmospheres (atm) for 30 seconds, the 20/30 indeflator handle was noted to be broken when the handle was pulled down to apply negative pressure. The indeflator was replaced with a new one and the procedure was successfully completed after deployment of three xience alpine stent implants. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The broken handle was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.